Event description:
It was reported that the wire became stuck with the burr and the patient experienced pain and vessel dissection. The heavily calcified target lesion was located in the right anterior tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for used. During the procedure, when the rotaburr was advanced, it was noted that the device became stuck in the vessel. The physician believed the burr wrapped on a dissection flap. The burr also became bound to the wire and therefore they were removed together. However, it was further noted that the patient experienced pain during the removal of the devices, and a vessel dissection occurred in the proximal anterior tibial artery. The dissection was not flow limiting. The case was aborted due to this event. No further patient complications were reported.

Event description:
It was reported that the wire became stuck with the burr and the patient experienced pain and vessel dissection. The heavily calcified target lesion was located in the right anterior tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for used. During the procedure, when the rotaburr was advanced, it was noted that the device became stuck in the vessel. The physician believed the burr wrapped on a dissection flap. The burr also became bound to the wire and therefore they were removed together. However, it was further noted that the patient experienced pain during the removal of the devices, and a vessel dissection occurred in the proximal anterior tibial artery. The dissection was not flow limiting. The case was aborted due to this event. No further patient complications were reported. Device evaluated by MFR: the device was returned for evaluation. A visual examination revealed that the device was broken, one section is inside the catheter of the secondary device (section with the distal end) and a secondary broken section of the wire has the proximal end (it measures approximately 152 cm). There are several kinks on the catheter of the secondary device. The wire is severely kinked on the section near the breakage area. Spring tip is detached, part of the solder at the proximal section of the spring tip is still present. The distal end of the core wire show signs of breakage.